Manufacturer narrative:
510k: this report is for an unknown quantity of unknown locking screws. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that there was a removal of an old locking compression plate (lcp) distal fibula plate along with an unknown quantity of unknown cortical screws and an unknown quantity of unknown locking screws on (B)(6) 2017. This was a scheduled hardware removal surgery due to a non-union. There were no new replacement devices implanted in the patient. The devices were removed easily and disposed of at the hospital. The original surgery date is unknown. The procedure was completed successfully without any surgical delay. The patient remained in stable condition with no harm. This report is for an unknown quantity of unknown locking screws this is report 3 of 3 for (B)(4).